Manufacturer narrative:
The results of this investigation confirmed the amplatzer duct occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown. A larger 10/8 mm amplatzer duct occluder was used to close the defect.

Manufacturer narrative:
Please refer to MDR-2017-16504 for the avp2-010 (lot 5486446). (B)(4).

Event description:
During a pda closure procedure, the patient's defect measured 8 mm. An 8 mm amplatzer vascular plug 2 (avp2) was used off-label, deployed but not released and was subsequently removed. Next, a 10 mm avp2 was used off-label, implanted, embolized and was percutaneously retrieved. Two more devices - a 12 mm avp2 and a 6-4 mm amplatzer duct occluder ii (adoii) - were then deployed, but not released and subsequently removed. Then an 8/6 mm amplatzer duct occluder (ado) was deployed, embolized, and was subsequently retrieved percutaneously. The defect was closed using a 10/8 mm ado.